Manufacturer narrative:
Investigation summary: one (1) 1ml, 8mm, 31g relion syringe was received in an opened polybag from batch# 7163997. All samples were decontaminated prior to being evaluated. Upon evaluation by qe ah, similar findings to those noted during initial investigation performed in bd (B)(4) were noted. The sample was visualized under ultraviolet lighting and noted the placement of the adhesive on the exterior of the barrel tip. Scant traces of adhesive were noted within the barrel core, where the cannula would be affixed within the barrel by adhesive and the curing process used in manufacturing. A review of the device history record revealed no irregularities during the manufacture of the reported lot number. CAPA (B)(4) was initiated by the (B)(4) plant to address 1ml customer complaints, specifically cannula separates and bent cannula, and their associated root cause(s). Batch# 7163997 was manufactured prior to implementation of corrective/preventive actions associated with this CAPA. Investigation conclusion: probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive runover onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive runover. CAPA (B)(4) was initiated by the (B)(4) plant to address 1ml customer complaints.

Manufacturer narrative:
It was previously reported to refer to (B)(4) for complete investigation results and action plans. However, (B)(4) is not applicable to this product issue.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, a bd relion® insulin syringe malfunctioned as the "needle separated from the hub while trying to draw insulin causing the needle to stick inside the vile." There was no report of injury or medical intervention.